Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. The target lesion was located in a bypass at the distal end at the graph at the tpp truck. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure. It was noted they used a french sheath in the body. During the procedure, the tip of the catheter stretched and the catheter became stuck on a non-bsc wire. So, they had to remove the wire and the catheter. Nothing separated off when it was in the body. This issue led to a small delay in the case. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of spiroflex thrombectomy system. The pump and supply line were microscopically examined and it was observed that the outer shaft had a hole in it which exposed the lumen. The guidewire lumen and shaft were damaged 24cm from the tip of the catheter. A functional test was not done due to the condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. The target lesion was located in a bypass at the distal end at the graph at the tpp truck. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure. It was noted they used a french sheath in the body. During the procedure, the tip of the catheter stretched and the catheter became stuck on a non-bsc wire. So, they had to remove the wire and the catheter. Nothing separated off when it was in the body. This issue led to a small delay in the case. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as fine.